Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During an orif of the pelvis, the tip of the drill bit broke off in the acetabulum. Surgeon confirmed fragment location with x-ray. The tip remains in the bone and will not be retrieved.